Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("pain: chronic"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pain, fibromyalgia, fatigue, migraine and headache outcome was unknown. The reporter considered fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pain to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes, pelvic pain, fibromyalgia, fatigue, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test:- test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep- 2019: pfs received reporter information was added. Case become incident injury non replaced with new event added perforation fallopian tubes, pain nos, fibromyalgia, fatigue, migraines, headaches. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the essure of the left tube was kinked". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("pain: chronic"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and device dislocation ("micro coils in the central portion of the pelvic"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pain, fibromyalgia, fatigue, migraine, headache and device dislocation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pain to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes, pelvic pain, fibromyalgia, fatigue, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical records received. Event "device physical property issue and device dislocation " was added". Lab data was updated. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the essure of the left tube was kinked". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: chronic"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, fibromyalgia, fatigue, migraine and headache outcome was unknown. The reporter considered fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes, pelvic pain, fibromyalgia, fatigue, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Event pain nos updated to pelvic pain female. As per previous version dated (B)(6) 20 in mr: the scout radiograph shows presence of a pair of essure micro coils in the central portion of the pelvic cavity was mentioned on (B)(6) 2009. In same document on same date it was mentioned that for confirmation hysterosalpingogram done which shows satisfactory placement of essure devices. As device dislocation is not confirmed in mr, hence event device dislocation was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.